Event description:
It was reported that there was noise on the egm and fibrillation senses detected (possibly due to oversensing), and that the device had no stored egm data for two non-sustained ventricular tachycardia episodes. It was also reported that the fidelis lead fractured, and the battery voltage on the device was 2.97 v, after dft testing. Both device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.